Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested by peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient started treatment with unasyn (1.5 gm and frequency not reported) which was dissolved in extraneal and rendered intraperitoneally (ip) for the peritonitis. The reporting nurse stated that the event was likely due to an infectious etiology and a break in aseptic technique further described as not wearing a mask during the peritoneal dialysis procedure. On an unreported date, retraining of proper connect/disconnect method was conducted. The patient was discharged and recovered from the event. No additional information was available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.